Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged that they received a potential false positive result for a patient sample tested with the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. On (B)(6) 2022, one patient sample generated sars-cov-2 positive, influenza a negative, and influenza b negative results when tested on the liat® analyzer (B)(4). The same sample was retested with the genexpert® test and a different liat® analyzer (B)(4) which yielded a negative result for all targets. The negative result was reported. No harm was reported. The investigation to assess the customer allegation has not yet been completed. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
No reagent or instrument issue was identified. The source of the positive result could not be identified. The amplification curve is representative of true amplification of the sars-cov-2 target. No curve abnormalities were seen in the positive run or the negative retest. No product problem was identified. (B)(4).